Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: complainant city: (B)(6). Complainant country: united kingdom. Name of hospital: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by the company's sales person, on (B)(6) 2023 that a nurse tried the company's known foam dressing as a sample / trial on healthy skin of right arm at a promotional stand meeting. It was on for about twenty-thirty seconds. The removal of dressing from skin was uncomfortable. The product was not replaced. A photograph was received from the complainant.